Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with 325cc mentor memorygel breast implants on (B)(6) 2018. During an office visit on (B)(6) 2018, the patient's physician noticed breast asymmetry. Over a year later, on (B)(6) 2019, the physician diagnosed the patient with right-sided capsular contracture (baker grade IV). As a result, the patient underwent bilateral explantation on (B)(6) 2020. This report is for the patient's left-sided device.